Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor only work for 3 days; customer receives calibration errors and changed sensor alerts. It was stated that the sensor glucose reading was 40 mg/dl and her blood glucose was 242 mg/dl. It was stated that the expiration date on the sensors was september 7, 2014. Customer was advised against using expired sensors. Nothing further reported.